Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized twice due to diabetic ketoacidosis within the past year. The customer reported that during the first incident, her blood glucose level was around 500 mg/dl. The customer stated that she had been vomiting during the night before, then went to the hospital in the morning. Customer reported that she was unconscious while hospitalized for about five days and was treated with manual injections. The customer stated that she was not using the insulin pump while hospitalized. Blood glucose level came down to about 300 mg/dl and the customer was released. The customer reported that she was hospitalized again about two weeks later with another high blood glucose level. Troubleshooting was not performed as the customer stated that she no longer wears the insulin pump. The device was not replaced or returned for analysis.